Manufacturer narrative:
The reported event of a sensing anomaly and noise was confirmed. The device was unable to sense properly on the bench due to noise. Noise and oversensing was also seen in the device image. Manufacturing analysis determined the cause of the noise and sensing anomaly to be due to an integrated circuit anomaly.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited noise. It was noted the clinic though there was trauma to the device however, there was no trauma noted at the site except for the previous scars from the procedure. It was decided to remove the device. The device was explanted and replaced. The patient was discharged.